Event description:
The patient received emergency room treatment for elevated blood glucose levels. The patient also reported that subsequent to the ER treatment, the pump battery cap became damaged.

Manufacturer narrative:
The pump was returned to animas for evaluation. Evaluation revealed a damaged battery cap consistent with the patient's report. Evaluation also demonstrated the pump insulin delivery was operating within required specification and delivery accuracy. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.